Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized 3 times for elevated blood glucose levels and diabetic ketoacidosis. For the 1st incident, the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient had symptoms of vomiting and lost conscious. The blood glucose results at the hospital were not provided. She was treated with insulin and sodium bicarbonate. For the 2nd incident, the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient had symptoms of vomiting and back pain. The blood glucose results at the hospital were not provided. She was treated with insulin. For the 3rd incident, the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient had symptoms of vomiting and back pain. The blood glucose results at the hospital were not provided. She was treated with insulin.